Event description:
After surgery in early 2009, the reporter had an allergic reaction with blisters and redness that coincided with where the grounding pad was placed. A similar reaction occurred after surgery two months later, and the reporter was on cortisone for a week to resolve the redness and itchiness.